Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va30e1l, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1: adv evnt/prod prob was updated to product problem h1: type of reportable event updated to malfunction h6: codes updated to reflect new information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported and clarified that the device and lead was implanted into the patient's body, and the doctor replaced the electrode contacts during the operation, so it will not be returned. On 2025-apr-17 additional information was received. It was reported and further clarified that they meant to say the doctor reprogrammed the electrode, not replace.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial#: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient w ho was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was abnormal electric resistance. The impedance reading showed 0 1, 0, 2, and 0 , 3 all >4k. Never implanted. It was replaced. Will be returned.